Event description:
Senseonics was made aware of an incident where the patient experienced hypoglycemia event on (B)(6) 2020 at around 5 am. The patient woke up with heartburn and passed out. The patient's wife called the ambulance. When the paramedics arrived, they took a blood glucose meter (bgm) test on the patient which measured 130 mg/dl. The eversense system was displaying 63 mg/dl. The low glucose alert threshold level was set at 60 mg/dl, thus no alert was asserted by the system. The patient was taken to the hospital and checked up to be fine.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Investigation of the user's sensor data in data management system (dms) did not reveal any malfunction with system performance. The low glucose alert threshold level set by the user was 60mg/dl, and the sensor glucose was 63mg/dl thus no alert was provided during the event. The user was fine when he arrived at the hospital, and no medical treatment was necessary.